Manufacturer narrative:
Service was dispatched on (B)(6) 2011. The field service engineer (fse) performed a performance verification test which failed. In response, the sample probe, wash collar, sample mixer paddle, wash tower valve were replaced. The wash tower insert was cleaned and associated alignments were performed. Subsequent system performance tests and quality control results were found to be acceptable. These repairs appear to have resolved the issue.

Event description:
The customer reported that on (B)(6) 2011, three patient samples produced erroneously elevated triglyceride (tg) results above the normal reference range. The customer states that the results were in the 700+ mg/dl range, however actual results were not supplied. The samples were run on a unicel dxc 600 synchron pro system. Repeat results were generated by another system and recovered much lower (approximately in the 300 mg/dl range). The actual repeat results were not provided by the customer. The erroneous results were not released from the laboratory and there are no reports of patient death, injury requiring medical intervention or change to patient treatment attributed or connected to this event. Calibration data provided by the customer indicated some failures for imprecision, however quality control results for (B)(6) 2011 were found to be within acceptable ranges.